Event description:
It was reported that there was a leak found from the female luer of the stopcock. The leak was found, roughly 2 weeks after placing the catheter and two days after switching medical solution to 5-fu. The stopcock was replaced and a new one was used successfully. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.